Event description:
Quest equipment for cardioplegia administration was working appropriately, and then during a subsequent dose of cardioplegia, a seemingly faulty cardioplegia system pressure reading occurred. After cpb (cardiopulmonary bypass), this was able to be replicated by making a closed loop with the hlm (heart lung machine) and the quest using the cardiotomy sucker line and the delivery line. The system pressure was not able to be spiked, and it instead read a steady 40-50 mmhg regardless of the flow rate even while occluding the line distal to the quest. Will pull from service and tag for interrogation.